Manufacturer narrative:
(B)(4). Batch # p93e86. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that the theatre stores went to take 2 x harh36 into the selected theatres, upon when noticing that along the edge of the packaging (where the theatre team would open up the device within the sterile field to the scrub nurse), the plastic housing had a very definite cracked opening along one of the shorter edges. This applied to both devices & ultimately meant that the sterility had been exposed & therefore, was not able to be used for the procedures. Opened up a harh36 instead, which had a sterile seal.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the harh36 device was returned along with the tyvek, the blister was not returned for analysis. Upon visual inspection of the tyvek, it was observed that a piece of blister was broken and still adhered to the tyvek. The sterility was compromised. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Performed by hugo serrano. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.